Manufacturer narrative:
Device evaluated by MFR: at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned yet.

Event description:
It was reported to vyaire medical that the lap top ventilator sprint pack came out of it's bracket and was pulled into the MRI scanner while on a patient. The customer confirmed that there is no patient harm associated with this reported event.